Event description:
Customer reported issues with increasing high blood glucose. The current blood glucose reading is 332 mg/dl. Customer stated that the blood glucose reading keep going up. Customer's daughter reported the hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 400 mg/dl. Paramedics were called and transported customer to hospital. Diagnosed diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.